Event description:
Related manufacturer reference# 1627487-2019-08262. It was reported the patient experienced lead migration. As a result, the leads were repositioned via surgical intervention on (B)(6) 2019. Postoperatively, effective therapy established.